Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2017 with the following findings: during investigation, the keypad rubber was undamaged. All keypad buttons were responsive to user input. The keypad was removed to find no contamination or damage to the button contacts. The pump cover was removed to find no intermittent conditions to the keypad flex. The under responsive keypad complaint was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up, down, ok. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.